Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. According to the patient, on (B)(6) 2026, the cgm reading was low, and the blood glucose reading was 3.5 mmol/l. It was unknown how this inaccuracy was related to the event and what actions the patient took at the time of the inaccuracy. The patient eventually experienced loss of consciousness while the cgm was reading ¿a different reading¿. No specific cgm reading was reported, but it was alleged to be inaccurate, and no fingerstick reading was done. It was unknown if the patient experienced a hypo or hyperglycemic event. The patient was brought to the hospital but no information regarding medication and it was unknown how much time the patient spent at the hospital. The patient refused to provide further details of the event. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within b zone of the parkes error grid. No additional patient or event information is available.